Event description:
It was reported that the patient was getting the 1703 and 1098 service codes appear (oor message) when they tried to increase the current, so the treatment could not be raised and was not at the desired level. The codes would appear when the patient looked at the battery status with the controller and trying to adjust amplitude. There were no known causes but the patient's condition was ok. Additional information was received with review of a report, which showed impedances seemed to be in-range and the settings were also not very high. The patient updated the manufacturer representative (rep) that they visited the hospital and they found out there were high impedance values on left contact 10. They reprogrammed pole 11 as the active contact. It was reviewed that the high impedance on the active cathode explains the oor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the high impedances was not determined. The patient was satisfied for treatment. They are now monitoring more often and if an issue arises with stimulation the further steps will be taken. They changed the electrode to another. This was confirmed with the physician.